Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient stated the cgm was not helping protect them from experiencing low glucose values. They stated they passed out after church and as a result, they were bruised up and had a tooth removed because they broke it. It is unclear of what issues the patient was experiencing with the device as no further information was provided.